Event description:
The facility had sent an infusion pump in for service where a baxter service technician had discovered a failure code 810:02. The biomed engineer of the facility had stated that no patient injury or medical intervention had occured with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.